Event description:
Endo tech was removing an erbe circumferential probe from scope port. The tech coiled the probe to disconnect from the machine, at this time she heard a beep and felt a current go up her left arm to her chest. Md stated he stepped on the wrong pedal.